Event description:
It was reported that the patients central venous pressure (cvp) increased from 6 to 22 mmhg. The cvp line was flushed and checked for blood return. No blood return noted, medications came back into syringe. There was no allegation of patient injury. Device is available for return.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming. When the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The following are additional product codes for this device: dqo: catheter, intravascular, diagnostic. Dqe: catheter, oximeter, fiberoptic. Kra: catheter, continuous flush.

Manufacturer narrative:
Our product evaluation lab received one model 831f75 catheter with a non-edwards contamination shield. The customer report of inaccurate values were unable to be confirmed. A kink was observed from the catheter at 92cm from tip. All through lumens were patent and did not leak. Catheter passed pressure test with lab dpt. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect since the device failure was not able to be confirmed. As part of the manufacturing process, 100% of the units go through visual inspection. The IFU also indicates the following regarding catheter preparation: flush catheter lumens with a sterile solution to ensure patency and to remove air. *pending DHR review completion* complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.